Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, ventricular noise resulted in pacing inhibition. The noise was not reproducible. The physician was unable to determine if the noise was due to the ventricular lead or the ventricular channel of the pulse generator. On (B)(6) 2015, the device was explanted and replaced. The patient was fine post procedure.